Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of proximal end of humerus. Bone quality of the patient was age-appropriate but could not be drilled with the drill bits in question. The surgeon pointed out that the power of colibri ii itself seemed to be also extremely insufficient, but most of all, the reason why the drill bits could not drill bones was probably because they had very poor sharpness since they were the type of product used multiple times. Another manual drill was used in the surgery, and the surgery was completed successfully within thirty (30) minutes surgical delay. Patient outcome is reported as stable. No further information is available. This report is for (1) 3.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of femur. During the surgery, it was very hard to insert an end cap with the screwdriver. The surgery was completed within 30 minutes delay. No further information is available. Concomitant devices reported: unknown end cap (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 3.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a product investigation was conducted. Visual analysis of the returned sample revealed that tip of drill bit ø3.2 calibr l145 3flute w/coup4 was little dull/blunt, and no other issues were identified. The dimensional inspection was not performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed dull condition of the drill bit ø3.2 calibr l145 3flute w/coup was consistent with complaint condition. While no definitive root cause could be determined, it is probable that the drill bit ø3.2 calibr l145 3flute w/coup got dull due to being in usage for awhile. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.